Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue where the device failed to communicate with the 8015 device was identified as logic board software incompatibility. Tech support recommended to flash 8120 to correct version 12.1.2.78. Issue was resolved according to biomed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device will not communicate with an 8015 device. There was no patient involvement.